Event description:
It was reported that the customer used too much insulin. The blood glucose reading was 198 mg/dl. After the insulin infusion the blood glucose reading was 44 mg/dl. Customer also was connected to the insulin pump during the prime/rewind process, the insulin pump infused 25 units. The customer went low again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.